Manufacturer narrative:
The lead was returned to our post market quality assurance laboratory severed 9 centimeters (cm) from the terminal pin. Visual inspection noted the helix was extended and dried blood was present around the helix. Detailed analysis revealed the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right atrial (ra) lead was attempted at implant however difficulty was experienced extending and retracting the helix mechanism. No adverse patient effects were reported.